Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no low audio alerts on the mobile application occurred. The patient reported she was sleeping; her husband woke and found her sweating and unresponsive. Emergency medical services (ems) was called and the patient¿s blood glucose was 24 mg/dl. The patient was treated with fluids and glucose via intravenous (IV) therapy. The patient regained consciousness after the glucose and declined transportation to the hospital. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.